Event description:
It was reported that the patient had original surgery approximately six months ago with a right humeral nail implant. Patient had x-rays taken a few weeks ago and it was determined the patient had a non-union. The revision surgery was performed july 15, 2014 and involved implant removal and a right open reduction internal fixation surgery, involving plate fixation. (B)(4).

Manufacturer narrative:
Date of event: unknown. Implant date: approximately 6 months prior to explant date of (B)(6) 2014. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A review of depuy synthes monument device history records for manufacturing revealed no complaint related issues.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.